Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received with replace battery alarm without low battery warning . Customer's blood glucose level was 3.7 mmol/l. Customer also stated that the battery cap was not loose, cracked or damaged. Troubleshooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing.